Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed because the part number and/or lot number was not reported. Based on the information provided, the investigation determined that the reported suture separation and unexpected medical intervention appear to be related to operational context. It is likely that an interaction of the device with patient anatomy or suture pulled until it breaks due to circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9 correction: device available for evaluation updated from ni to not returning.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: date of event estimated as 12/2/2024. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
It was reported that this was a procedure with a perclose device. Reportedly, the suture broke. The method used to achieve hemostasis was not provided. There was no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.